Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer used a neonatal arctic gel pad and had a persistent low flow alarm. Flow rate would not get above 0.3l/min and dropped to 0 l/min at several points in therapy until switching to a new pad. Per additional information received via sample form on 27jun2023, persistent low flow alarms, with flow rate maxing out at 0.3l/min after endless troubleshooting and switching devices. Therapy had to be interrupted and transferred to a different device. Per notification from investigator on 29jun2023, it was reported that kinked tubing was found during sample evaluation.

Event description:
It was reported that the customer used a neonatal arctic gel pad and had a persistent low flow alarm. Flow rate would not get above 0.3l/min and dropped to 0 l/min at several points in therapy until switching to a new pad. Per additional information received via sample form on 27jun2023, persistent low flow alarms, with flow rate maxing out at 0.3l/min after endless troubleshooting and switching devices. Therapy had to be interrupted and transferred to a different device. Per notification from investigator on 29jun2023, it was reported that kinked tubing was found during sample evaluation.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.